Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical evaluation noted that no clinical supporting documentation has been provided for inclusion in this investigation. Without the requested clinical information, a thorough clinical/medical investigation cannot be rendered. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a serious injury during clinical study in which there was infection in right knee. Right peri-prosthetic infection with I&d x 2 and poly exchange.